Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received the patient had a pain in the pocket site when the stimulator was on. The patient received trigger point injections and aspiration at pocket site for local pain relief. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well following the procedure. No malfunction suspected.

Event description:
A report was received the patient had a pain in the pocket site when the stimulator was on. The patient received trigger point injections and aspiration at pocket site for local pain relief. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well following the procedure. No malfunction suspected.

Event description:
A report was received the patient had a pain in the pocket site when the stimulator was on. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well following the procedure. No malfunction suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Sterilization record did not find any anomalies or deviations. The ipg passed all the required tests and revealed no anomalies.